Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks and hypotube break 215mm from strain relief. The fracture faces were oval as if kinked prior to separation. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex (lcx) artery. Following pre dilation with a 1.5 non-bsc balloon catheter, a 28x2.50mm promus premier drug-eluting stent was advanced to treat the target lesion. However, the device was unable to cross the lesion and the shaft broke upon advancing. The device was then completely removed using a snare. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex (lcx) artery. Following pre dilation with a 1.5 non-bsc balloon catheter, a 28x2.50mm promus premier¿ drug-eluting stent was advanced to treat the target lesion. However, the device was unable to cross the lesion and the shaft broke upon advancing. The device was then completely removed using a snare. No patient complications were reported and the patient's status was stable.